Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump, but will revert to an alternate method of insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.